Event description:
The dealer states that the unit is not alarming. The dealer gave the technician a serial number, but he didn't pull it up while the dealer was on the phone. The serial number given is not good. It comes up as a cylinder.